Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that her site was very hot. The customer stated that she is confused and requested assistance. The blood glucose reading at time of call was 57mg/dl. The caller sated that she feels the cannula is in flame and hurts a lot. The customer had inserted into the abdomen by her belly, and she does not want to pull herself the infusion set. The caller requested calling the paramedics, and they arrived to her home. No further information was provided.